Manufacturer narrative:
(B)(4).

Event description:
Received info the pt was walking in his house about three weeks ago and experienced an increase in stimulation and then change in rate went from tapping to extremely smooth and then no stimulation sensation. Then is no known accident or incident related to this complaint. MFR's rep interrogated the device and impedances are normal. After the pt lost stimulation, he went to recharge and experienced a shocking sensation in his leg. Pt did not bring in his recharger or pt programmer so the rep was not able to troubleshoot the devices. Add'l info has been requested and if received, a f/u report will be sent.